Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. In (B)(6) 2012, the patient was found to have an asymptomatic vaginal sulcus erosion. The patient developed dyspareunia and underwent a partial excision of the mesh in (B)(6) 2013. The patient had a further mesh exposure in (B)(6) 2013 and underwent a procedure in (B)(6) 2013 to have the eroded portion of the mesh removed. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.